Event description:
Customer reported to beckman coulter, inc. (Bec) that there is an ongoing issue with flood in the primary vacuum of the unciel dxc 600 synchron system. Customer reported that he found a leak next to the wash reservoir. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) noticed that wash concentrate was coming out from the top of the canister. The fse replaced the wash concentrate reservoir canister. The fse also performed preventive maintenance.

Manufacturer narrative:
Evaluation results - canister. Bec identifier for this complaint is (B)(4).